Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. A search of the complaint database against reported product code 965383 found previous reports of damage. The previous reports were investigated and the root cause attributed to product wear out. The investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor broke into pieces during tibia impaction.